Manufacturer narrative:
(B)(4). Batch # m91k7x. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if the clips that were "not forming properly" were falling off of tissue when they were applied? The analysis results found that the er420 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a vascular procedure, the clips were reported to be loose and not forming properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.